Event description:
It was reported that doing primary omega side hip when inserting the lag screw. The piece of the lag screw that fits into screwdriver bent. Surgeon could not get plate over, he used a burr to burr the screw and fit the plate over. The lag screw inserter was also broke during this procedure.

Manufacturer narrative:
The reported event that lag screw omega bent could be confirmed. Based on investigation, the root cause of the determined was attributed to a user related issue. The bending was caused by incorrect assembly. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that doing primary omega side hip when inserting the lag screw. The piece of the lag screw that fits into screwdriver bent. Surgeon could not get plate over, he used a burr to burr the screw and fit the plate over. The lag screw inserter was also broke during this procedure.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.